Event description:
It was reported that the bed mounted ac receptacle had been pulled out of the frame, shorted against the frame and damaged the internal parts of the receptacle as well as the frame exposing electrical wires. There was a patient on the bed at the time, but no injury occurred.

Manufacturer narrative:
Exposed electrical wire. Bed mounted ac receptacle pulled out of frame, shorted against frame and damaged internal parts of receptacle and frame.